Manufacturer narrative:
The customer will not release the sample for eval, however, photos of the affected unit have been provided. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
A nurse rounding the unit discovered that the bd nexiva extension tubing had disconnected from the stabilization platform. The pt's dressing was intact and the bed and surrounding area were covered in blood.